Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). In a follow-up call, the reporter was traveling and referred the call to his associate biomed at the reporting facility. The associate biomed was unable to provide an exact date that the incident occurred on. He was also unable to provide the rate that the pump was set at. The associated did confirm that no adverse reactions were associated with the complaint. He stated that the set that was used in the pump was product code #v1402. The actual pump and logs have not been returned at this time and the investigation is ongoing. A follow-up report will be submitted when the eval results are available.